Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2007 and a left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, loosening of the left hip, bone/tissue damage and elevated metal ion levels. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on march 20, 2013. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2007 and a left total hip arthroplasty on (B)(6), 2007. Patient's legal counsel further reports patient allegations of pain, loosening of the left hip, bone/tissue damage and elevated metal ion levels. Subsequently, patient's legal counsel reported patient underwent a right hip revision procedure on (B)(6), 2013. Additional information provided in revision operative notes indicates left total hip revision occurred on (B)(6), 2013 due to a loose stem. Revision operative notes indicates the right hip revision noted metallosis, thick blackened tissue, pseudotumors, metal on metal wear debris and proximal osteolysis at time of revision. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 7 MDR's filed for the same event (reference 1825034-2014-00388 / 00394).